Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken wire was identified on a mega suturecut needle driver instrument. The instrument was not used in the procedure. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip close cable was broken at the distal idlers. The idler pulley spun freely. The broken cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. Additional observation was a damaged pulley. The distal idler pulley on which the broken cable was seated had a section that was bent inwards. Engineering concluded the pulley damage was likely due to mishandling and this damage likely contributed to cable breakage. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.